Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 359 mg/dl with active insulin at 8 units, she changed her infusion set and took 10 units manual injection along with the bolus on the insulin pump, active insulin 18 units and blood glucose level was 455 mg/dl and was 449 mg/dl at the time of call. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.